Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to a cable failure. Also, evaluation found flooding and buckling due to cable damage. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the camera head had a disconnection and there was no image. The issue was found during inspection for use prior to a therapeutic procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that disconnecting of the stress boot, cable on the head side, occurred due to load caused by distorting the cable and poor communication occurred and then, the image was not displayed. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: "·do not coil the camera cable with a diameter of less than 20 cm. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. ·do not use excessive force when wiping the external surfaces of the camera cable. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. ·never use a clamp or forceps to attach the camera cable to another object. " olympus will continue to monitor field performance for this device.